Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncope episode. Upon interrogation, the pulse generator exhibited ams episodes during refractory periods. No programming changes were made. The patient was in stable condition and would continue to be monitored.